Manufacturer narrative:
This report is submitted on september 13, 2022.

Event description:
Per the clinic, the patient experienced skin breakdown and an infection at the receiver stimulator (specific date not reported). Subsequently, the patient was hospitalized overnight on (B)(6) 2022 and was treated with IV antibiotics, to have the site cleaned; however, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 13, 2022.